Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A dist contacted zoll to report that a pt experienced an inappropriate defibrillation event on (B)(6) 2014. The pt was treated at 16:24:17, 16:48:22, and 16:48:46 during supraventricular tachycardia (approximately 200 bpm). The high rate of svt contributed to the false detection. The response buttons were used intermittently before the event, but not immediately prior to the first treatment. The lifevest was shutdown shortly after the third treatment.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device eval was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor (B)(4): 06/2014. Electrode belt (B)(4): 06/2014. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).